Event description:
Pt status post zero-p plate and screw implantation returned to surgeon for six week f/u visit. An x-ray showed one caudal screw backing out of the plate. Surgeon revised the pt be re-implanting the same screw and locked it down with a torque limiting handle. Surgeon noted the implantation site was adjacent to a previous fusion.

Manufacturer narrative:
Add'l info has been requested. Subject device was not explanted. The investigation could not be completed, no conclusion could be drawn, as not product was returned. A device history record review has been requested.